Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Analysis of programming history . X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had a suspected lead break as the patient recently received high impedance on diagnostics. X-rays were received by the manufacturer. Based on the x-ray received there was nothing seen that would indicate there was any damage to the generator or lead. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. Surgery is likely but has not occurred to date. Review of programming history shows that the patient has had high impedance since (B)(6) 2012. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.